Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information via social media that the customer had experienced hyperglycemia and hypoglycemia with blood glucose level from over 400 mg/dl to 500 mg/dl and 39 mg/dl to 68 mg/dl. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.